Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that about 3 weeks ago the pump ¿herniated¿ and was out of the pocket and sagging down at the patient¿s waistband. The patient saw a healthcare provider (hcp). The patient was told the hcp would not do anything with the loose pump unless it became flipped. The pump was ¿poking out.¿ it did not look like the pump eroded to the ¿last layer of skin¿ yet. There was swelling at the pocket site and the pump caused discomfort. The patient felt like she was getting therapy. The system was being used to deliver dilaudid. It was later reported the pump had mild tilting in the pocket. The tilting would occur with change in body position. It was causing the patient some distress. There would possibly be a pump pocket revision. The patient was going to be seen by a hcp soon.